Event description:
During a breast biopsy procedure, the tip of the tissue marker detached in the pt's breast. The broken tip will be removed when the pt undergoes follow-up surgery to remove the breast lesion.